Event description:
It was reported that the patient had a bleeding postoperatively hence the physician opted to explant all device components.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn : m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7078476.

Event description:
It was reported that the patient had a bleeding postoperatively hence the physician opted to explant all device components. Additional information was received that the explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had a bleeding postoperatively hence the physician opted to explant all device components. Additional information was received that the explanted lead will not be returned as it was discarded by the medical facility.